Event description:
It was reported that a remote alert was received, indicating that the shock impedance measurement from this right ventricular (rv) lead was elevated and out-of-range (greater than 125 ohms). The physician also noted that the pacing impedance measurements had also been increasing but were still in-range (less than 2,000 ohms) and suspected potential calcification. Boston scientific technical services (ts) was contacted and discussed that the shock impedance increase was too rapid to be the result of calcification. Ts provided thorough options, such as provocative maneuvers, isometrics, and diagnostic imaging to assess the rv lead integrity. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.